Event description:
It was reported that during the stenting procedure of a totally occluded sfa, the deployment mechanism of the vascular stent became blocked when the stent was partially released. An unsuccessful attempt was made to complete the stent deployment manually; therefore, the partially deployed stent with the delivery system were removed as one unit. During removal, the partially deployed segment of the stent elongated and subsequently fractured. Two additional stents were deployed to successfully cover the entire lesion and the remaining portion of the fractured vascular stent.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.